Event description:
It was reported that oversensing and noise were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of oversensing and noise were confirmed. Visual and x-ray examinations of the lead found a fractured ring electrode coil distal to the connector ring. A scanning electron microscope evaluation verified that all filars of the ring electrode coil were fractured. The cause of the reported events was isolated to the fractured ring electrode coil. Abbott has taken actions to prevent the recurrence of this event.